Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative via (B)(4) reported that an ar-9597-20 angled reamer sleeve 20°, became bound while reaming a glenoid. This was discovered during a procedure, with no reported patient harm. Additional information was received on 04/21/2025: the angled reamer drive shaft became bound with the ar-9597-20 angled reamer sleeve 20°. At this time, the part and lot number of the angled reamer drive shaft is unknown. The case was completed by opening a backup arthrex augmented mgs instrument set. No case delay or added anesthesia was administered. No adverse effects were reported on or after the surgery. This occurred during a reverse total shoulder procedure on (B)(6) 2025. Additional information was received on 04/24/2025: the part and lot number of the angled reamer drive shaft are unknown, but it has functioned well with another angled reamer sleeve and has been returned to circulation.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to cease functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user does this during normal clinical use. When used usually, this issue is unlikely to present itself, which suggests that the handling of the device greatly impacts whether or not it will seize. For this reason, the direct cause is considered to be device misuse. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.